Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed a cracked display screen. The pump powered on with audible tones and vibratory functions, but the display screen remained blank. The keypad was found to be fully intact with no peeling or damage observed. The keypad cover was removed and there was no evidence of contamination observed under the button key contacts. Additional testing for the keypad responsiveness could not be completed due to the damaged display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient fell on the pump and the keypad buttons became unresponsive. The patient denied any tactile changes prior to the fall. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.